Event description:
It was reported the following groin shot, an angio-seal was selected for use and deployed. The patient experienced absence of distal pulses, which did resolve and the patient was discharged. The patient complained of leg pain over next week. The patient returned to the hospital in 2009, and was seen in the interventional radiology lab. Films confirmed an occlusion in the femoral artery. The patient underwent surgery and the surgeon reported the angio-seal was deployed in the posterior wall, and the anchor was placed against an existing plaque, and the collagen was deployed inside the artery. Blood flow in his leg was restored. The patient was reported in good condition.

Manufacturer narrative:
No product was returned for evaluation, and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.